Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 49 mg/dl. The customer¿s blood glucose was in the range of 120 mg/dl at the time of the incident and current blood glucose was 126 mg/ dl. The customer was treated with juice and food. The reservoir will not be returned for analysis.